Manufacturer narrative:
(B)(4). It was discovered upon the return of the device that it is not a teleflex product. The hospital was contacted and has confirmed that the issue was not with a teleflex product; therefore, the initial MDR submitted on 29-mar-2023 should be retracted.

Event description:
Reported issue: blockage and breakage of one of the jaws during use in a patient's abdomen. No reported injury.

Event description:
Reported issue: blockage and breakage of one of the jaws during use in a patient's abdomen. No reported injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.